Event description:
Multiple failures of the wash 1 printed circuit board (pcb) occurred on an advia centaur xp instrument. There are no known reports of patient intervention or adverse health consequences due to the failures of the wash 1 pcb.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the wash 1 failure was due to the wash 1 interconnect board. The fse replaced the wash 1 interconnect board.the instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00350 on (B)(4) 2012. Additional information: an urgent field safety notice (ufsn), ufsn (B)(4) - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in november 2012.